Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician replaced the power board to address the reported issue and sent the defective component to carefusion for failure analysis. Carefusion was able to verify the reported issue. During testing and evaluation, the board had a power shortage causing the power board to overheat. Carefusion scrapped the power board after failure analysis. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit would not turn on. While in service, it was discovered that the unit had shorted due to overheating. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.